Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. The device has not yet been received by apollo. Device labeling addresses the reported event as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of blue liquid." Endoscopy identified a deflated balloon. The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Green discoloration was observed on the device shell. The center patch was noted to be discolored, as it was blue in appearance. A valve test was performed, and when colored di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from four separate openings on the balloon shell: two on the radius of the shell and two on the posterior portion of the shell. One of the openings on the posterior portion of the shell was circled in red ink. Under microscopic analysis, the opening on the posterior portion of the balloon shell, circled in red ink, was noted to have a striated origination point, consistent with damage from a surgical tool. The second opening on the posterior portion of the balloon shell was noted to have striated edges, consistent with damage from a surgical tool. Both openings on the radius of the shell were noted to have striated edges, consistent with damage from a surgical tool.